Manufacturer narrative:
Leaking flow cell assembly. An evaluation was conducted and no product issues were identified for the cell-dyn ruby related to the reported issue. The root cause of the reported event was determined by field service to be due to a leaking flow cell assembly. No parts were returned for investigation. Based on historical data review, this is an isolated event.

Manufacturer narrative:
Patient: no patient involvement (B)(4).; (B)(4) device: smoking (B)(4); (B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer stated woc and rbc flow errors occurred on the cell-dyn ruby. The customer was not able to resolve the issue and field service was requested. While the instrument was shut down, the instrument sparked (made a loud popping noise) and smoke was emitted. The instrument was then unplugged. No injury was reported.